Event description:
During a routine follow-up visit, a patient previously implanted with an evoke spinal cord stimulation (scs) system reported inadequate pain relief. An impedance check was confirmed, and several disconnected electrodes were identified. A lead revision procedure was initiated. During the lead revision, the lead was noted to not be retained by the implanted anchor. The lead and anchor were replaced. A non-saluda anchor was used to complete the revision procedure.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Manufacturer narrative:
The anchor and lead were returned for investigation. Visual analysis of the anchor identified all three eyelets were cut, which likely during the explant procedure. The anchor passed functional testing and was able to retain the lead. Upon removing the anchor from the lead, the lead was damaged, and functional testing was unable to be performed. A screenshot from the reported event confirms high impedance and electrode disconnection. The reported change in stimulation and impedance issues were likely caused by the lead migration. The cause of the lead migration is unable to be definitively determined. The evoke scs system clinical manual details impedance, "electrodes with a cross through them are high impedance (> 4000 o) and may be disconnected. Disconnected electrodes show an impedance of 8 and cannot be used for stimulation or recording". In addition, the evoke scs system surgical guide lists potential risks of surgery and spinal cord stimulation including, "lead migration from the location chosen at initial implantation, resulting in stimulation changes" and continues by stating, "the patient may require surgery (including revision, explant, and replacement)".